Event description:
On a routine visit with a physician, the integra sales representative reported that the physician stated that he had some breakage of the hallu-s-plates last year. This was the first report of the incident: the user facility reported a case which used the hallu-s plate in 2005. The procedure was an mtp fusion on the left great toe. The physician, who performed the procedure, bent the plate before it was implanted, and he believes that it may have created a stress riser within the plate. The physician had planned to perform a revision procedure on this left great toe with a new plate fixation in 2006. They have since begun using bone stimulators. X-rays were sent to the integra project manager responsible for this product line.

Manufacturer narrative:
The product return is not expected. An investigation has been initiated based upon the reported information.